Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump rejected new batteries. Insulin pump had grinding noise during rewind. Customer stated that the buttons were worn off not able to read longer. Insulin pump was cracking and chipping near battery area. The insulin pump will be returned for analysis.